Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that some fluid had penetrated the air tubing of the infusion set during a left eye vitrectomy surgery. The product was replaced and the procedure was completed without consequences to the patient. A product sample is not available for evaluation.

Manufacturer narrative:
A device history record review for the reported lot shows that the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Follow up information was received. The reporter informed that the reported issue was noted during priming, however, the product was used during the surgery.